Event description:
It was reported that the right atrial lead exhibited sensing and capture anomalies and noise. The lead was capped and a new lead was implanted on the opposite side.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.